Event description:
On 03/23, customer contacted leica customer service and reported that they had tissues in retort a and retort b on a tissue processing instrument. The tissues in the bottom basket of retort a were 'brittle' and the top basket 'under processed (mushy)'. Customer also observed a liquid level sensor (lls) error message at completion of the process run. A leica field service engineer (fse) visited the customer site and found the middle lls in retort a was working intermittently. The lls was replaced and the instrument was fully tested post lls fix and found to be working to specifications. On 9th april, customer informed leica that tissues in both retorts from the reported incident were affected. There were cases signed out 'undiagnosed' due to processing. No tissue re-biopsy was reported.

Manufacturer narrative:
Conclusion from investigation: no corrective action is required. Cause of problem was due to user error - user not following instructions in user manual. Contrary to instructions in user manual, customer reset ethanol concentration on instrument from 85.8% to 100% without actually changing the 100% ethanol prior to start of tissue processing runs. This led to approximately 14% of water carrying over into xylene thus preventing the infiltration of wax and giving rise to 'mushy tissue'. Customer did not segregate tissues by size in the baskets as per user manual. As per their normal practice, they had included multiple size tissues from routine biopsies to surgical, but excluded fatty tissues. As a result, smaller size tissues would be more prone to over processing leading to 'brittleness'. Machine logs how that during the time of the suboptimal processing run, the middle liquid level sensor (lls) was working correctly during fills. The lls error message was not flagged until approximately two hours after the final processing run. Therefore, the faulty lls did not contribute to the problem. The faulty lls was replaced. All reagents were changed and customer continued to use the instrument with no further processing problems.